Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a motor error alarm during bolus. Blood glucose level was 144 mg/dl at the time of the call. The customer will not return the device for analysis.